Event description:
It was reported that the left ventricular lead was found to have dislodged. The patient was reported to be a twiddler. The lead was successfully explanted and replaced. The patent was in stable condition post surgery.